Event description:
A complaint was received from a customer that indicated that the units digit in the display was missing. While on the phone a review of the operation of the system was conducted. Electronic checks confirmed a missing section of the units digit. A request was made to return the system for evaluation. In the meantime a replacement unit was provided to the customer.